Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's previous ins became infected and it came out of pt's body. Pt stated due to this they had ins replaced on (B)(6). Pt stated the infection occurred sometime in between date of implant and date ins was removed. Pt confirmed current ins is in a different location from previous ins that became infected.